Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle/pocket stimulation. The right ventricular (rv) lead exhibited low impedance and no capture. It was noted there was insulation damage. The lead was capped and replaced. No further patient complications have been reported as a result of this event.